Event description:
During pre use check for servo I ventilator, it is necessary to replace pt circuit with a testing tube. During the last phase of the pre use check, it is necessary to reconnect the circuit. This was not done, and the servo finished the compliance check of the preuse check with the test tube connected. The pt was then attached to the circuit, but the circuit was not attached to the ventilator. Pt required hand ventialation until it was determined what was wrong. We believe that software of the servo I should be updated so that the ventilator will determine if the circuit was actually replaced. It should determine the compliance of the test tube. If the compliance is the same when it tries to compute circuit compliance, it should know that the circuit was not replaced.